Event description:
It was reported to medtronic minimed that the customer the customer deceased on (B)(6) 2022 due to stroke. The event involved insulin pump, reservoir and infusion set as product. Troubleshooting was performed. The product has been returned for product analysis and got analyzed.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The pump did not have a battery installed when received. The pump had a completely broken off battery cap contact (all 3 heat stake posts were broken off). The pump was received with a cracked retainer. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the customer's daily total of all insulin delivered on (B)(6) 2022 and the days prior to that date. (B)(6) 2022 dailytotalofallinsulindelivered = 168.7. (B)(6) 2022 dailytotalofallinsulindelivered = 164.075. (B)(6) 2022 dailytotalofallinsulindelivered = 209.85. (B)(6) 2022 dailytotalofallinsulindelivered = 129.1. (B)(6) 2022 dailytotalofallinsulindelivered = 197.625. (B)(6) 2022 dailytotalofallinsulindelivered = 175.225. (B)(6) 2022 dailytotalofallinsulindelivered = 15.45. There was no data listed on (B)(6) 2022. The pump passed the functional testing. Retainer ring damage confirmed. During visual inspection, the pump had a completely broken off battery cap contact - confirmed (all 3 heat stake posts were broken off). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.